Event description:
The customer reported leucovorin (folinic acid) was set-up as a secondary infusion to run over 2 hours (180 ml to run at 90 ml/hr). The medication was found empty after 1 hour 15 minutes. The event occurred in (B)(6). There was no pt harm or medical intervention. The customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.